Event description:
It was reported that a lead warning occurred (B)(6)2010, due to low impedance. The lead trend showed impedance measurement of 45 ohms. Currently, the bipolar impedance is 500 - 560 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.